Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
An infection was reported. The patient had recently been implanted and developed an infection at the device pocket. The symptoms the patient experienced were reported as "infection symptoms." The patient required surgical intervention and the pump was explanted. The patient status at the time of the report was alive, no injury, no adverse event.